Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient underwent a revision of the knee approximately 3.5 years post-op following a fall event (prior adverse event reported on report 1038671-2023-02146 and 1038671-2025-01568) where wear of the poly components and osteolysis was observed. The poly liner and patellar components were revised during this procedure. Subsequently, approximately 3 months later, the patient underwent an arthrotomy and complete synovectomy of the right knee to remove excess synovial fluid in the joint. No evidence of damage to the implant devices or loosening was noted during the procedure. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6a, h6 MDR section codes updated/corrected: d PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the arthrotomy reported cannot be conclusively determined but may have been due to knee effusion. However, this could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d6a/d6b d6a: added implant date. D6b: remove date for explant; as the date is unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
His follow-up report is being submitted to relay additional and corrected information. The following sections were updated: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from knee effusion. However, this could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. The following sections were corrected: d1, h6: health effect - impact code, component code, type of investigation.